Event description:
On february 1, 2010, the account stated that the architect analyzer has generated false elevated troponin-I results on 11 of 12 patient samples tested. The physician questioned these results as she received many positive troponin results that day. All twelve samples were retested and all but one was released with the incorrect results. The initial results were generated by the architect #2 analyzer and the retest results were generated by the architect #1 analyzer. The results for patient 1 = 0.068/0.005 ng/ml. On february 18, 2010, the physician stated that unnecessary anticoagulant therapy due to a suspected heart attack was initiated and medications asa 300 mg, plavix 300 mg and arixtra 2.5 mg s.c. Was given to the patient. The patient receiving the therapy was a young woman with a known history of anxiety problems. She had a panic attack due to this incident, and had to be calmed down with medications selozok and sobril. Until now, there have not been any registered complications related to the anti-coagulant therapy itself. These false results did however, lead to another issue. Due to limited access to telemetry equipment, there was a period when some patients with nstemi, (non-st-segment elevation myocardial infarction) did not have continuous EKG-monitoring because the telemetry resources were allocated to patients with false positive results. There are no reports of any adverse impact to these nstemi patients.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: (optics assembly, processing path). In response to the issue, an evaluation was performed to address the customer's observation. On (B)(6), 2010, an abbott field service representative (fsr) replaced the manifold valves as hard failures due to foam and bubbles that were observed. The fsr also replaced the wash zone manifold with valves due to being worn out from normal use, and leakage from nozzle #1 and #2. The fsr verified the analyzer performance by performing a flush fluids procedure, prime wash zones procedure, prime pre-trigger and trigger procedure, wash zone 1 and 2 checks, and a control run. On (B)(6), 2010, an fsr returned to the site to verify the architect i2000sr analyzer performance. The fsr cleaned the processing path, the reader shutter and the optics assembly. The fsr installed a wash zone manifold, a waste gutter bypass kit, and a stat diverter. The fsr performed a wash zone aspiration test, wash zone checks on both wash zones, calibrated all assays, and ran controls to verify the analyzer performance. The service history review found no additional incidents of architect i2000sr (B)(4) generating erratic results since the fsr replaced the manifold valves and wash zone manifold with valves and serviced the process path and optics on (B)(6), 2010. The probable causes for erratic results include leaking wash zone manifold with valves and hardware failure.